Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed red irritated rash under the back therapy electrodes. The patient was given a prescription from her physician. The patient reported that the rash has improved.